Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/26/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. One combination of a needle-suture piece and one suture piece outside its packaging were received for analysis. During the visual inspection of the needle, the swage and attachment area were noted to be as expected. The received suture pieces were inspected, and no breakage suture was observed. Even though the extremes were noted to be cut and a damaged (crushed) near an extreme probably caused by a surgical instrument. Furthermore, body fluids were also observed along the strand. This product code sxpp1b420 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/29/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device additional information: d9, h3, h6 the following information was received: please note that the shipment has left our stores today 15th january 2025. However, you can find the details in the attached airwaybill & commercial invoice. - fedex awb no. 4177 2260 1459 - invoice no. Pc-(B)(4). A device has been received; however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a classical gastric bypass lap on (B)(6) 2024 and a barbed suture was used. During the procedure, the suture ruptured. The surgeon grabbed the suture and inserted it through the trocar into the abdomen. The surgeon released the suture in the abdomen and wanted to reposition the needle so he re-grabbed the suture with the needle holder and the suture tore. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - when did the suture breakage happened (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? The surgeon grabbed the suture and inserted it through the trocar into the abdomen, the surgeon released the suture in the abdomen and wanted to reposition the needle so he re-grabbed the suture with the needle holder and the suture torn. - name of procedure? Classical gastric bypass lap. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Dr. (B)(6) / bariatric surgeon. - please provide the shipping status and tracking details of the complaint product. The product is in our warehouse, we will ship it within the next two days.